Manufacturer narrative:
Citation: atilgan k, bozbas h, onuk be, kucuk b, ER zc, aybek t. Comparison of transcatheter aortic valve implantation and minimally invasive sutureless aortic valve replacement: a single-center study. Medicine (baltimore). 2026;105(9): e47928. Doi:10.1097/md.00000 00000047928. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparison of transcatheter aortic valve implantation (tavi) and minimally invasive sutureless aortic valve replacement (avr). The study population consisted of 143 patients who either underwent tavi (n = 70) or sutureless avr (n = 73). Medtronic evolut r (n = 37) and four non-medtronic valve brands (n = 33) were utilized in the tavi group, while only onenon-medtronic valve brand was used in the sutureless group. The following post-operative outcomes were observed in the tavi group: positive inotropic drug infusion, intra-aortic balloon pump use, intubation due to hemodynamic instability, pacemaker implantation,hemodialysis, elevated gradients, and reintervention due to paravalvular leak. Additionally, four tavi patients died during the post-operative period. However, no evidence was presented to suggest a causal relationship between a medtronic product and the deaths.